Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Upon reviewing the instructions for use (IFU) of the device in the jde, the provided spatial gradient field value seems to be correct. No other anomalies/ discrepancies were noted on the provided IFU. However the investigation is inconclusive for reported mislabeled instruction issue as IFU's that reference a lower spatial gradient of 330 gauss/cm are not technically incorrect, as 3000 gauss/cm is also well below what internal testing substantiates. Mr conditional insert recommend a maximum spatial gradient magnetic field of 3,000 gauss/cm or less for all ports. Therefore, it is reasonable to suggest that conducting an MRI procedure above 330 and below 3000 would align with a negligible severity of harm. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, it was noted that the international ous instructions for use for the power ports list the MRI conditions as 330 gauss/cm or less while the patient brochure lists 3,000 gauss/cm or less. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of port placement procedure, it was noted that the international ous IFU for the power ports list the MRI conditions as 330 gauss/cm or less while the patient brochure lists 3,000 gauss/cm or less. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, it was noted that the international ous instructions for use for the power ports list the MRI conditions as 330 gauss/cm or less while the patient brochure lists 3,000 gauss/cm or less. There was no patient contact.